Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "at 08:20, the child entered the ward, checking the right side of the child's PICC catheter in the vein, the catheter is exposed 4.5 cm, the bilateral arm circumference is 24 cm, the exposed catheter and the extension tube can be seen to be back to the blood, judging the function of the catheter, back to the blood is smooth, and the PICC maintenance manual is inconsistent with the original record of the catheter is built-in 40 cm, the catheter is exposed 3 cm, the catheter can be seen to be exposed 4.5 cm, there is no redness, swelling, exudation, pressure pain, swelling and oozing at the puncture site. The skin around the puncture site is intact, and the transparent dressing is firmly fixed. The parents complained that the catheter could be seen to bleed back during the period of time when the catheter was out of the hospital, and the catheter was sealed with sodium heparin out of the hospital, and the child was given a review of the x-ray in order to check the position of the tip of the catheter, and to observe closely the changes in the child's condition. The right PICC catheter was discontinued in accordance with medical advice. The child's x-ray was returned, showing a right axillary catheterization shadow; a tortuous tube-like shadow was seen on the lateral side of the right cardiac margin. Inform the doctor that the child did not complain of chest tightness, wheezing, palpitations and dizziness, and that his vital signs were stable, and closely observe the child's condition. At 16:00, the child went to the emergency room for further observation and treatment. 14:30 on july 10, the child was admitted to the first ward of the hematology department, and at 19:26, he went to the vascular intervention department to perform percutaneous pulmonary artery thrombectomy and foreign body removal, and the broken catheter of 14.5cm was removed, and the child returned to the ward at 20:30, and his condition was stable. 16:00 on july 11, in accordance with the doctor's order, the sedation nurse removed the right PICC of the right vip vein under aseptic operation. The remaining PICC catheter was removed from the right side of the vein. The total length of the catheter was 43cm, which was consistent with the maintenance manual, and the removal process was smooth, and the child did not complain of discomfort."